Manufacturer narrative:
Concomitant medical products: cmrm6133 envelope. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four weeks post implant of the implantable pulse generator (ipg) system and an antibacterial absorbable envelope the patient experienced an infection and the pocket site was noted to be red, swollen, warm to the touch and tender. Antibiotics were administered and the implantable pulse generator (ipg) system remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.